Event description:
It was reported that the crystalens at-50ao was implanted using the ci-28 delivery device. Upon completing the implant procedure the surgeon decided to remove the crystalens iol due to an unspecified "optic junction" issue. The lens was then removed through enlarged incision and replaced with a different lens. Sutures were used to close the wound. Ref MFR #2031924-2012-00006 for the delivery device.

Manufacturer narrative:
The lens has been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.